Event description:
It was reported that the stylet was unable to be inserted into the right ventricular (rv) lead during the implant procedure. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance the stylet was not confirmed. As received, a complete lead was returned in one piece. A visual and an x-ray examination of the lead revealed anomalies. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A stylet was able to be fully inserted and removed from the inner coil with no obstruction or restriction.